Event description:
A customer in the united states reported a false resistant piperacillin/tazobactam result for a alcaligenes faecalis cap survey strain in association with the vitek® 2 ast-gn69 test kit. The alcaligenes faecalis strain tested resistant (mic >=128) and the expected result was susceptible. The customer repeated testing on a different lot and the result was resistant. The customer stated that they obtained a susceptible result with disk diffusion. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A united states customer submitted their cap d-08 2018 alcaligenes faecalis ssp faecalis strain for piperacillin/tazobactam (tzp) evaluation because the customer reported resistant tzp results, but the expected result was susceptible. The customer originally tested the organism on vitek® 2 ast-gn69, lot 5890649403 and obtained a tzp mic>=128. Biomérieux internal investigation was conducted. For this investigation, the biomerieux internal 2018 cap d-08 strain was tested. The biomerieux cap d-08 survey strain was sub-cultured on tsab agar, identification confirmed as a. Faecalis ssp faecalis, and testing included ast-gn95 (6850485403), ast-gn67 (5870659203), ast-gn69 (5890711103) card lots in duplicate as well as broth microdilution (bmd) as the reference method for tzp03n formulation found on all card types associated with this investigation. 911704 (biomerieux internal d-08 strain): - for the ast gn cards tested, susceptible mic <= 4, intermediate mic = 64 and resistant mics => 128 were all obtained. - bmd gave a susceptible mic <= 4. - card and reference method are in agreement for three (3) of six (6) cards tested while the remaining three (3) cards demonstrated a major error for vitek 2 when compared to reference, duplicating the customers results. This investigation concluded the cap strain to be atypical. The strain will be added to the r&d stock collection.